Manufacturer narrative:
G4: 12feb2020. B4: 13feb2020. The replaced user interface assembly was received for internal failure analysis. It was determined that the burnt out cold cathode fluorescent lamp backlight caused the reported dim display. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18nov2019.

Event description:
The customer reported that the ventilator's screen is dim and the display is difficult to read. There was no patient involvement.